Event description:
It was reported that: once the catheter was installed, when trying to pass medication through the distal lumen, the hub separated from the extension line. The line was removed and replaced with a new one.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: once the catheter was installed, when trying to pass medication through the distal lumen, the hub separated from the extension line. The line was removed and replaced with a new one.

Manufacturer narrative:
(B)(4). The customer report of an extension line/luer hub separation was confirmed by visual inspection of the customer supplied photo. The image shows a cvc in use with an extension line with a missing luer hub, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). UDI related data quality updates only: section d.4. - unique identifier (UDI) # corrected to (B)(4).

Event description:
It was reported that: once the catheter was installed, when trying to pass medication through the distal lumen, the hub separated from the extension line. The line was removed and replaced with a new one.